Event description:
It was reported that the bipolar maryland forceps instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found a conductor wire broken at the yaw pulley exit. The yaw pulley shows no sign of arcing. Electrical continuity failed. Engineering also found the distal end of the main tube has a 1 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.